Manufacturer narrative:
The scope was returned to the service center for evaluation. The glue of the light guide cover and forceps cover glue were found peeling. The bending section glue was noted to be cracked. There was no scope image and a black display was observed. The camera switch did not function. Fluid invasion and corrosion were noted on the scope¿s control body, scope connector and ultrasound connector. In addition, the scope connector was found loose and the scope¿s angulation was out of specification. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a leak was noted at the scope¿s connector dial. There was no patient involvement. In addition, during estimation the forceps cover glue was found peeling making this a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (forceps glue peeling) likely occurred due to external excessive force applied (e.g roughly rubbed, at the time cleaning the device, etc.) The instruction manual identifies the following verbiage, which may help prevent the phenomenon: "important information please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance of this device.